Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented for unrelated to the device procedure. The sosd alter due to cautery use was noted. In clinic, capacitor maintenance was complete successfully. The device was downloaded and reset to clear the alert without any complications.